Event description:
Upon completion of lung biopsy, doctor connected a luer-locking syringe to the coaxial introducer, did slight aspiration then, upon withdrawal of needle, the hub of the needle and the cannula became dislodged, leaving needle cannula in deep muscle tissue of patient requiring surgery to remove.